Manufacturer narrative:
Patient city:(B)(6) patient country: australia based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that infusion set tape was not sticking as patient perspires a lot due to the hot weather on (B)(6) 2026.